Event description:
During implantation of the plate, the locking screw was being inserted on the volar side. As the screw was being implanted, the cortex of the bone broke. The plate and the screw were not explanted.

Manufacturer narrative:
Additional MDR associated with this event: 3025141-2013-00121 screw.